Event description:
It was reported that during a hemicolectomy procedure, the device blade broke but did not fall into the patient. A new device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.